Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. Customer could not recall past bg values; current bg was 90 mg/dl. Low bg was due to basal rates being too high. Glucose tablets were consumed to address bg. Tandem technical support assisted the customer with adjusting the basal rates on the pump.